Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer was having troubles with her lungs she went to the hospital. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with shots and insulin pen. The customer reported that they received new software release detected as well as alarmed compromised force sensor system. The customer was drive support cap appears normal. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform basic occlusion test, occlusion test, compromised forced sensor system test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed self test, rewind test and displacement test. No device software error alarm noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.